Manufacturer narrative:
(B)(4). Exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any issues noted with staple formation? Were there any issues with hemostasis intra-operatively? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? Were any staple formation issues identified during the sigmoidoscopy? What is the current status of the patient?

Event description:
It was reported that following an anterior resection procedure, the doctor reported that he had a female patient who had resection with the ecs29a last week and she had bleeding post-operatively. She was brought back to theater. Flexible sigmoidoscopy was conducted and bleeding was controlled with haemostatic clips. The bleeding location was confirmed by the surgeon and it was from the staple line. Patient is getting better.